Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient presented for a refill on (B)(6) 2017 with pain in the axial low back at the lumbosacral junction, mid-thoracic region. The last prescription was filled on (B)(6) 2017. The patient had some recent neuropathic symptoms in the hands bilaterally since the early summer and had not improved. She was undergoing additional serology including a hgb a1c. The patient had lost weight (13 lbs.) Without dieting and continued with hydrocodone as needed. Additionally, the patient reported partial coverage of the painful areas with scs parasthesias as well as worsening relief from baclofen over the last two weeks. The patient's heart rate was 88 /min and blood pressure was 156/98. The patient was alert, oriented, her speech was goal directed and fluent, no edema, cyanosis, or discoloration was noted, and the patient's ambulation was intact. T hey were to review the hydrocodone and anticipated refilling the pump in late september. Using the antiseptic technique, the implant site was prepped with betadyne. Usual sterile draping was performed. The reservoir port was entered with a 22g huber needle, <(> <<)>1ml of clear aspirate was obtained (with a reservoir volume of 6.2 ml). 40 ml of intrathecal medication was instilled. The p atient tolerated the refill procedure well. The pump was filled with 5000 mcg/ml baclofen at 2200 mcg/day and 20 mg/ml bupivacaine at 8.80 mg/day. The patient's next refill was due on or before (B)(6) 2017. The patient denied a change in appetite, denied chills, d enied fatigue, denied fever, denied headache, denied lightheadedness, denied sleep disturbance, and denied weight gain or loss. During an appointment on (B)(6) 2017, the patient had pain in the lower extremity with radiation on the left. The "nj pmp" was reviewed and was consistent with "apc" as sole prescriber of opioid medications. The last prescription was filled on (B)(6) 2017. It was noted the patient had a difficult time the past few days. The patient was alert, oriented, speech was goal directed and fluent, no edema, cyanosis, or discoloration noted, and ambulation was intact. Moderate spasticity in both lower extremities was noted and the hip range of motion was full and without pain. Assessment of the patient included spinal stenosis of the lumbar region with neurogenic claudication, parkinson's disease, dystonia, chronic pain syndrome, cervical myofascial pain syndrome, and thoracic myofascial strain. The patient's treatment was that they would renew the hydrocodone as needed and revert back to the increased concentration of bupivacaine. The patient had been at 30 mg/ml, however the pharmacist contacted the hcp and was concerned regarding "ppt" of the bupivacaine with the baclofen, especially with the colder months coming. In light of the increased symptoms, the hcp would like to return to the 30 mg/ml of bupivacaine. Follow-up was scheduled for one week. The patient denied a change in appetite, denied chills, denied fatigue, denied fever, denied headache, denied lightheadedness, denied sleep disturbance, and denied weight gain or loss. On (B)(6) 2017, the patient again presented for a pump refill. The patient had pain in the axial low back at the lumbrosacral junction, with lower extremity radiation on the right. The patient's last prescription was reported to have been filled on (B)(6) 2017. The patient had returned to refill her pump with 30 mg/ml bupivacaine. The patient's heart rate was 69 /min with a blood pressure of 128/92. The patient was alert, oriented, speech was goal directed and fluent, no edema, cyanosis, or discoloration noted, and ambulation was intact. Moderate spasticity in both lower extremities was noted and the hip range of motion was full and without pain. The intrat hecal pump site was found to be intact. Using antiseptic technique, the implant site was prepped with betadyne and usual sterile draping was performed. The reservoir port was entered with a 22g huber needle. 22.5 ml of clear aspirate was obtained and 40 ml of intrathecal medication was instilled. The patient tolerated the procedure well. The medication instilled was noted to be 5000 mcg/ml baclofen at 2200 mcg/day and 30 mg/ml bupivacaine at 13.2 mg/day. The patient's next refill was due on or before (B)(6) 2018 and the patient was due for follow up in 4 weeks. The patient denied a change in appetite, denied chills, denied fatigue, denied fever, denied headache, denied lightheadedness, denied sleep disturbance, and denied weight gain or loss. The patient's medical history included small bowel chohn's, dystonia, parkinson's disease, chronic pain syndrome, spasticity, hypertension, and spinal stenosis of the lumbar region with neurogenic claudication. The patient's concomitant medications included cymbalta 60 mg capsule delayed release, toprol xl 25 mg extended release, zofran, imuran 50 mg, lialda 4 g, neurontin 600 mg, folic acid 1 mg, prednisone, methotrexate, prevacid 15 mg, diovan 40 mg, valium, probiotic, protonix 40 mg, horizant 600 mg, vicodin 10/325 lidocaine-prilocaine cream, arava, advil, and lomotil. The patient had no known drug allergies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and bupivacaine at unknown doses and concentrations via an implantable pump for intractable spasticity. It was reported that when the patient's new pump came in, she would be due for a refill in three months and everything was good, but now she was feeling "really sick" again. The patient had gone in for a pump refill on (B)(6) 2017 and the pump was really low, which it should not have been. It was further stated that there was "nothing in the pump, less than one". It was noted the doctor asked the patient if the pump alarmed, but the patient stated it did not. The doctor always filled the patient's pump two weeks earlier, but now he would fill it even earlier. It was stated that everything seemed okay, however last week things got "so bad" again. The pump was not due for a refill for 3 or 4 weeks, however the patient got sick again this week. It was stated the patient got a fever, spasticity came back, the patient was vomiting, and they had a "really bad" headache/head pressure. Additionally, it was stated the patient's blood pressure "plummets". It was noted the first time the patient got sick with the pump was (B)(6) 2016 and the second time was (B)(6) 2017. It was stated that every time the patient was getting a refill with her new pump, she was getting sick. The patient did not know if she needed to request a new pump. The doctor gave the patient oral medication to help her spasticity and muscle spasms. The patient was on a "pretty hefty" dose of baclofen and bupivacaine and had had some dose increases. No further issues were reported or anticipated.